Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 450 mg/dl. Customer indicated that their blood glucose went from 111 mg/dl to 450 mg/dl in 3 hours and were concerned. Troubleshooting advised customer to monitor their blood sugar and call if any further issues.